Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls (qc) were low out of range on the day of the event. The ccc specialist blew off the well with air and repeated the qc test and obtained low out of range values. The customer placed a new flex and the qc results were still low. The ccc specialist instructed the customer to inspect the probes drains. The customer ran server 3 mixer test, which failed. The customer reseated the connector and reset control area network (can) board and connection. The customer moved the test methods from server 3 to server 2. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the sample probe 3 (s3) mixer assembly and aligned the probe. The cse performed a total service visit. The cse checked the vessel load and performed a quick check, which passed. The cse moved the test methods back to server 3. The cse performed calibrations and qc, which passed. The cause of the discordant, falsely depressed co2 results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed carbon dioxide (co2) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed co2 results.